Event description:
Received report from distributor of event that stated, "on thawing the bag in water bath, it was evident that the bag was leaking and had become contaminated with bath water and had to be withheld." There is no additional information available at this time.